Event description:
The customer reported that a diagnostic cardiac catherization was performed on the pt on 4/7/99. No hematoma was noted at the site when assessed four hours post procedure. The pt contacted his physician on 4/10/99 and stated that he had pain in his right groin following a "violent sneezing attack." The pt stated that he had extensive bruising and swelling in the right groin. The pt was sent to the hospital ER and admitted to the hospital. An ultrasound study revealed extensive hematomas and a pseudoaneurysm. An attempt was made to manually compress the pseudoaneurysm and was unsuccessful. The pt had a surgical procedure performed on 4/11/99 to evacuate the hematoma and to treat the pseudoaneurysm. No further complications were reported.